Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade on the disposable device stopped spinning when activated. The case was completed using another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatches 2210968-2011-01642, 2210968-2011-01643, 2210968-2011-01644, 2210968-2011-01633, 2210968-2011-01646, 2210968-2011-01647. The same patient is represented in each medwatch.